Event description:
The nurse reported the vitrectomy probe was erratically irrigating. The surgeon was depressing the footswitch while holding the vitrectomy probe, to try to persuade irrigation to occur. The surgeon was able to complete the anterior vitrectomy and the case was completed. Additional info received from the nursing director stated a posterior capsule tear occurred. Multiple attempts were made for more info and pt's status with no response to date.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problem reported. The system was then tested and met all product specs. The anterior vitrectomy probe has been received for in house testing. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 11/06/2009.